Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy and recurring incontinence. A surgical procedure was performed, in which the cuff was removed and replaced with a smaller one. There were no device issues and no additional patient complications.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).